Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced an event where package was not sealed properly on (B)(6) 2024. No further information was available.